Manufacturer narrative:
Medical review of article data indicates that only six patients where reviewed which indicates the lack of statistical powering for the study with bias infusion into the abstract. Physician indicates that the fred was utilized for treatment of three basilar truck aneurysms and three internal carotid-posterior communicating artery (ica-pcoma) aneurysms. Mean diameter of the aneurysms was 21 mm. Fred IFU indications for use states the flow re-direction endoluminal device (fred) system is indicated for use in the internal carotid artery from the petrous segment to the terminus for the endovascular treatment of adult patients (22 years of age or older) with wide-necked (neck width = 4 mm or dome-to-neck ratio < 2) saccular or fusiform intracranial aneurysms arising from a parent vessel with a diameter = 2.0 mm and = 5.0 mm. Abstract data further indicates that the mean diameter of the patients aneurysms presented in this abstract was 21 mm. Fred IFU indications for use states that the fred devices is indicated for treatment of adult patients (22 years of age or older) with wide-necked (neck width = 4 mm or dome-to-neck ratio < 2) saccular or fusiform intracranial aneurysms arising from a parent vessel with a diameter = 2.0 mm and = 5.0 mm. Abstract data provide evidence of off-label use. In addition, the fred IFU contraindication section states ¿ the fred is contraindicated with patients in whom the parent vessel size does not fall within the indicated range. Iatrogenic influence associated with the procedure complication and outcome. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event.

Event description:
It was reported at the 16th congress of the world federation of interventional and therapeutic neuroradiology, wfitn 2022 16th congress of world federation of interventional and therapeutic neuroradiology (convention.co.jp) in an oral discussion labeled ¿o4-16-2 coiling and overlapping flow diverters with short term anticoagulation for aneurysms difficult to cure with flow diverter. Interventional neuroradiology 2022;28(1): p201-202" a patient with a large partially thrombosed basilar trunk aneurysm had intraoperative thrombus formation with fred implantation at the stenotic part of the basilar artery. However, no new ischemic lesions were observed after argatroban infusion and in-stent angioplasty at the stenosis.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU, the following is taken from the english version): potential complications: below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure, blindness. Complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves, cranial neuropathy, death, device fracture, migration or misplacement, dissection or perforation of the parent artery, headache, hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)), infection, mass effect, neurological deficits, reactions to anti-platelet/anti-coagulant agents, reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia), reactions to anesthesia and related procedures, reactions to contrast agents including allergic reactions and kidney failure, rupture of the aneurysm, stenosis of stented segment, seizure, stent thrombosis, stroke or tia (transient ischemic attack), thromboembolic event, vasospasm, visual impairment. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. Bibliography: m.sakamoto,et al o4-16-2 coiling and overlapping flow diverters with short term anticoagulation for aneurysms difficult to cure with flow diverter. Interventional neuroradiology 2022;28(1): p201-202.